Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit was damaged and the device overheated. It was further determined that the device failed pretest for handpiece temperature assessment, hand control assessment, air pump assessment, noise assessment, o short circuit between phases and connector body,no short circuit between sensor gnd and connector body, no short circuit between 5v dc line and connector body, no short circuit between hall sensors and connector body, motor thermistor assessment and loctite and cable assessments. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.